Event description:
During an initial implant procedure, high pacing impedance was observed on the right ventricular (rv) lead when attempting to find an implant site with good parameters, additionally, the helix mechanism became difficult to operate due to blood/tissue. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and high pacing impedance. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil. The reported event of high pacing impedance was not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.